Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's transfer set connection to the patient line of the homechoice cassette was only screwing in halfway. The technical service representative (tsr) could not determine whether the patient was making the correct connection because the patient did not set up for their own device for therapy. The tsr explained that they would need to re-set up with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.